Event description:
It was reported that a malfunction alarm occurred with the customer¿s device, specifically displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup to ensure insulin delivery was not interrupted, and technical support arranged for a replacement pump.